Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out during the manual prime process. Customer was explained the liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Customer can't see units remaining for reservoir in pump status screen because it is stuck in rewind. The troubleshooting was stopped due to not having any more supplies. Customer was advised to go to backup plan until patient can get some more insulin to continue troubleshooting.